Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that gauge was reading inaccurate. An encore balloon catheter inflation device was selected to be used. The gauge needle was not working correctly and it would not inflate the unspecified balloon. No patient complications reported.